Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump.